Event description:
The consumer/s family member reported that she was having a return of symptoms and unable to pee. She peed for the first time in a few days at the time of report. The issue started in (B)(6) 2016. The patient did not have her programmer so troubleshooting was limited. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.